Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076-45 implantable pacing lead 2012 (B)(6). Attempts to obtain additional information have been unsuccessful.

Event description:
It was reported, the patient is deceased. The patient was admitted to hospital after a fall and found to have complete heart block (chb). A dual chamber implantable pulse generator (ipg) system was implanted; post procedure the patient "deteriorated" and died late in the day. The patient has a history of congestive heart failure. The cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.